Event description:
Consumer states that he was home, sitting in the chair, then when wheeling and backing into space, the chair would no longer move. He then noticed that the spokes were allegedly cracked. No injury is alleged.

Manufacturer narrative:
RMA (B)(4) has been initiated for this issue. Model trsx58fb serial number/date code (B)(4) is approximately 7 months old. The user manual part number 1110550 rev g (feb-11) was issued with this device. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown . The consumers is a (B)(6) male, (B)(6). The consumers technique while using the device is unknown. The maintenance history of the device is unknown.